Manufacturer narrative:
Although a temporal relationship between the adverse events of abdominal pain, cloudy effluent fluid and subsequent peritonitis using the liberty cycler and the liberty cycler set during ccpd therapy exists, based on the information captured within the complaint file and medical records, a probable association with the patient¿s past history of noncompliance with aseptic techniques/breach in sterile practice during ccpd treatments may be the potential causality. The patient has a highly complex medical history including diabetes type 2 insulin dependent with noted issues of compliance with disease management, hypertension, hypothyroidism, coronary artery disease (cad) which may be contributory to susceptibility for infection. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Source documents and medical records were reviewed by a post marker surveillance clinician. On 05/17/2017, it was reported by the peritoneal dialysis registered nurse (pdrn) that this peritoneal dialysis (pd) patient presented at the pd clinic for a routine visit on (B)(6) 2017 experiencing abdominal pain and patient¿s contact noticed cloudy effluent. Effluent pd fluid culture was performed in clinic and vancomycin 1 gram and gentamycin 160 milligrams (mgm) was initiated. The antibiotic course was continued for three weeks (vancomycin 1 gram every other day). As of (B)(6) 2017 the patient continued on antibiotic course and was improving (¿feeling better¿). The pd patient¿s clinic registered nurse (rn) assessed the patient¿s effluent during clinic visit and drain was clear and abdominal pain was nearly gone. On (B)(6) 2017 during a follow up call to the pdrn, it was revealed that there were no reported fluid leaks during treatment prior to this episode of peritonitis. On (B)(6) 2017 the patient went to clinic for follow up appointment and nephrologist ordered a vancomycin level to be drawn on monday (B)(6) 2017. Additionally, vancomycin orders were changed to vancomycin 1 gram intraperitoneally every other day for three weeks duration (noted vancomycin doses (B)(6) 2017 and next dose due on (B)(6) 2017 for total duration of three weeks. Patient treatment occurred in the outpatient setting and the patient performed pd therapy without reported issues.

Manufacturer narrative:
Although a temporal relationship between the adverse events of abdominal pain, cloudy effluent fluid and subsequent peritonitis using the liberty cycler and the liberty cycler set during ccpd therapy exists, based on the information captured within the complaint file and medical records, a probable association with the patient¿s past history of noncompliance with aseptic techniques/breach in sterile practice during ccpd treatments may be the potential causality. The patient has a highly complex medical history including diabetes type 2 insulin dependent with noted issues of compliance with disease management, hypertension, hypothyroidism, coronary artery disease (cad) which may be contributory to susceptibility for infection. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents and medical records were reviewed by a post marker surveillance clinician. On (B)(6) 2017, it was reported by the peritoneal dialysis registered nurse (pdrn) that this peritoneal dialysis (pd) patient presented at the pd clinic for a routine visit on (B)(6) 2017 experiencing abdominal pain and patient¿s contact noticed cloudy effluent. Effluent pd fluid culture was performed in clinic and vancomycin 1 gram and gentamycin 160 milligrams (mgm) was initiated. The antibiotic course was continued for three weeks (vancomycin 1 gram every other day). As of (B)(6) 2017 the patient continued on antibiotic course and was improving (¿feeling better¿). The pd patient¿s clinic registered nurse (rn) assessed the patient¿s effluent during clinic visit and drain was clear and abdominal pain was nearly gone. On (B)(6) 2017 during a follow up call to the pdrn it was revealed that there were no reported fluid leaks during treatment prior to this episode of peritonitis. On (B)(6) 2017 the patient went to clinic for follow up appointment and nephrologist ordered a vancomycin level to be drawn on monday (B)(6) 2017. Additionally vancomycin orders were changed to vancomycin 1 gram intraperitoneally every other day for three weeks duration (noted vancomycin doses (B)(6) 2017 and next dose due on (B)(6) 2017 for total duration of three weeks. Patient treatment occurred in the outpatient setting and the patient performed pd therapy without reported issues.